Event description:
The customer reported that the device, 139104ext, ultraclean 1 in. Blade extend insulating, was being used during a hooked localised wide excision of right breast cancer and sentinel lymph node biopsy procedure on (B)(6) 2023 when it was reported, ¿blue cover from the diathermy insulated tip fell off in the middle of the case, while a black cover left in the tip, however the cover is loss leaving some parts of the tip unprotected resulting to skin burn.¿. There was no report of medical intervention or hospitalization for the patient or user. Further questioning was sent to the reporter and it was advised that the burn was an edge-skin burn whilst the surgeon was performing the excision. Once closed up, the external burn was minimal and did not/has not require(d) any further attention. The clinical products coordinator has passed on that it was a minor burn. A definitive degree was not relayed at the time of the incident or afterwards by the surgeon or the staff. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received eighty 139104ext in opened original package. Lot number was verified. Performed a visual inspection on a sample size of twenty using aql 1.0 c=0 sampling plan, procedure (B)(4) rev. Aa., no abnormalities or defects were confirmed within the electrodes. The complaint was not confirmed for the blue sheath. Performed a functional inspection using the esu system 7550 (c8406), the device functioned as intended with no heat or sparks. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activation. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. These devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 139104ext, ultraclean 1 in. Blade extnd insulatn, was being used during a hooked localised wide excision of right breast cancer and sentinel lymph node biopsy procedure on (B)(6) 2023 when it was reported, ¿blue cover from the diathermy insulated tip fell off in the middle of the case, while a black cover left in the tip, however the cover is loss leaving some parts of the tip unprotected resulting to skin burn.¿. There was no report of medical intervention or hospitalization for the patient or user. Further questioning was sent to the reporter and it was advised that the burn was an edge-skin burn whilst the surgeon was performing the excision. Once closed up, the external burn was minimal and did not/has not require(d) any further attention. The clinical products coordinator has passed on that it was a minor burn. A definitive degree was not relayed at the time of the incident or afterwards by the surgeon or the staff. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.